Manufacturer narrative:
According to the customer, on (B)(6) 2024 the "guard piece at the end came off during the case and the team had to grab the guard out of the patient two different times". The customer reported no serious injury, medical intervention/attention, or follow-up care needed related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024 the "guard piece at the end came off during the case and the team had to grab the guard out of the patient two different times".